Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that impedance changes and/or therapy degradation after replacement of the ins had occurred. The issue is not yet resolved. Further information is unknown at this time and will be provided once received. No further complications were reported or anticipated with this event.